Event description:
Name of procedure: gallbladder procedure (cholecystectomy). Event description: in the case, the surgeon was using our clip applier and several misfires took place. He would attempt to load the clip and nothing would happen. There were 5 misfires for 1 clip to load. The clip applier did finally administer the clip but it was an unsatisfactory clip. Additional information provided by [name} on 31jul2025: it was stated that the dr attempted to fire a clip and nothing would come out. This would happen intermittently. [Name] could not say as he was not in the case and the dr. Is not in the hospital today. [Name] did not know how many clips experienced the incident. Unknown whether clip was loaded and visible between the jaws or whether it was properly seated. Unknown whether the actuation was completed by fully squeezing the trigger "plastic to plastic" and allowing the instrument to rest. This was term I may have interpreted and used from the conversation (referring to "unsatisfactory clip"). In this procedure, the clip applier did not produce a clip when attempted every time. But [name] indicated that when the clip applier worked the clips stayed on tissue. Intervention: doctor was able to finish the case with clip applier patient status: pt is fine.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: gallbladder procedure (cholecystectomy) event description: in the case, the surgeon was using our clip applier and several misfires took place. He would attempt to load the clip and nothing would happen. There were 5 misfires for 1 clip to load. The clip applier did finally administer the clip but it was an unsatisfactory clip. Additional information provided by [name} on 31jul2025: it was stated that the dr attempted to fire a clip and nothing would come out. This would happen intermittently. [Name] could not say as he was not in the case and the dr. Is not in the hospital today. [Name] did not know how many clips experienced the incident. Unknown whether clip was loaded and visible between the jaws or whether it was properly seated. Unknown whether the actuation was completed by fully squeezing the trigger "plastic to plastic" and allowing the instrument to rest. This was term I may have interpreted and used from the conversation (referring to "unsatisfactory clip"). In this procedure, the clip applier did not produce a clip when attempted every time. But [name] indicated that when the clip applier worked the clips stayed on tissue. Intervention: doctor was able to finish the case with clip applier patient status: pt is fine.